Event description:
It was reported that the lead showed low impedances and was "not working". It was further reported the lead had inappropriate sensing and pacing. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.